Manufacturer narrative:
Evaluation method: a review of the software flags surrounding the date of the reported injury ((B)(6) 2017) was conducted. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would cause or contribute to the reported issue. There is no allegation that the device caused the patient to fall.

Event description:
A follow up was received in regards to this event. The patient's wife reported that the patient had fallen due to having low blood pressure. The patient's wife reported that the patient did not sustain an injury from the fall. A us distributor reported that a patient fainted, and fell on the lifevest device. The patient's spouse reported that the patient was severely injured by the event. There was no alleged device malfunction. The patient went to the hospital as a result of the fall. The patient's medical condition is unknown at this time.

Manufacturer narrative:
A review of the software flags surrounding the date of the reported injury (B)(6) 2017) was conducted. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would cause or contribute to the reported issue. There is no allegation that the device caused the patient to fall.

Event description:
A us distributor reported that a patient fainted, and fell on the lifevest device. The patient's spouse reported that the patient was severely injured by the event. There was no alleged device malfunction. The patient went to the hospital as a result of the fall. The patient's medical condition is unknown at this time.